Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR as the product code is unknown. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) accidentally cut the transfer set when she disconnected to use the restroom during therapy on a home choice (hc). The technical service representative (tsr) advised the hp to end therapy and go to the hospital. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for damage is confirmed because it was reported that the home patient accidentally cut the transfer set. The assignable cause is use error. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident.